Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an error seen on the patient's recharger, but they did not know which one. The patient also has to charge their ins more often than before. It was unknown if there were any external factors that led to the event. An appointment was to be scheduled to investigate the issue. Additionally, the information provided by the hcp indicates the ins was implanted after the use by date of the device. No further symptoms or complications were reported or anticipated in association with the event.